Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and a new system was implanted on the right side due to vein occlusion. The patient was in stable condition during and post procedure.